Manufacturer narrative:
Concomitant medical products: 5092-52 lead, implanted (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited a warning for out of range low impedance. Also, the right atrial (ra) lead was noted with undersensing. It was additionally noted that the left ventricular (lv) lead had no capture. The leads remain in use. No patient complications have been reported as a result of this event.